Event description:
Acct. Reports "comes apart during use". "During blood sampling from "cvl". Blood squirted back up and came apart". "The rubber septum tip herniated causing the blood to squirt out of the system. No medical intervention for the pt was required. No sample available for eval.